Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the stent was unable to be fully deployed. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.